Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the complaint, the battery compartment was observed to have multiple cracks. Evidence of moisture ingress and corrosion was visible in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump case was opened and no further evidence of moisture ingress was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.